Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/28/2019. Patient code: 1695,2422,2240,1994,2061,1970,1932, 2191, 2607, 3189 - surgical intervention, 3191 - decreased appetite. Additional narrative: it was reported that the patient underwent removal surgery, exploratory laparotomy for intestinal obstruction, extensive lysis of adhesions and recurrent ventral hernia repair surgery on (B)(6) 2017. It was reported that the patient experienced severe pain, hernia recurrence, dense adhesions, bowel obstructions, scarring, nausea, chills, inflammation, loss of appetite, weight loss, stress and anxiety.

Manufacturer narrative:
In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.